Event description:
The customer reported that the device was used for a short time and the knife blade came off of the track. The surgeon stopped using the device and opened a second one to successfully complete the procedure. There was no patient injury. The device was returned with a missing metal cutter pin. The customer was contacted and informed of the condition of the returned device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.